Event description:
Pt was hospitalized being treated for an anoxic brain injury following an attempted suicide attempt by hanging. Pt was in a vail bed due to their inability to control their body movements and lacked ability to ambulate independently, was used to prevent them from falling or injuring themself. Pt was not cognitive and was having "brain stroming". Call rec'd in the night stating that their head had become wedged in between the mattress and the side rail and pt was found to be unresponsive and did not have a pulse. CPR was done and pt was taken to the hosp and was placed on a ventilator in the ICU. Caregiver had on numerous occasions had to place blankets and pillows between the mattress and railing because of the large gaps all around the bed. Their body on a couple occasions was wedged between the mattress, that is when caregivers began stuffing rolled blankets around the edges. After the incident above and their return to that facility the attending physician ordered them to find another bed co, another brand was found that did not have the problem that the other bed had, it was impossible to have gaps around the perimeter.